Event description:
The balloon burst at 6 atmospheres.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the balloon, hub, and inflation lumen to be free of contamination. The unit was returned with the stent no longer present, as it was deployed during the course of the procedure. Functional testing was performed by inflating the balloon with water via an indeflator. Upon inflation, a pinhole-type leakage was observed, 1.0 cm proximal to the distal tip. Electron optical analysis was performed on the balloon leak site revealing evidence of external surface abrasions intersecting the pinhole tear edges. Although the orign of the surface abrasions could not be determined, it appears to have been an initiation point for the pinhole tear. Device history record review: this is the first complaint of this type reported for this sterile lot nubmer. A review of the mfg records for this product revealed this lot to have passed burst testing during quality control testing.